Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included menses irregular, dysmenorrhea, migraine headache, pain, gravida ii, parity 2 and sinus operation. Concurrent conditions included intestinal malrotation since 2016, hypothyroidism since 2014, chest pain since (B)(6) 2014, shortness of breath since (B)(6) 2014, palpitation since (B)(6) 2014, overweight, dysfunctional uterine bleeding, hypothyroidism, intestinal malrotation, breast mass, seasonal allergy, anemia, pneumonia and urinary tract infection. Concomitant products included cefixime (flexeril) since 2019 and ondansetron (zofran) since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced acne ("severe painful acne"), rash papular ("small pin-sized bumps on lower abdomen"), migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain/fluttering pain in my lower abdomen"), vulvovaginal pain ("pain: vaginal area") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced respiratory fremitus ("fluttering in chest/weird fluttering feeling in my chest"). In (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular menstruation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2012 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, rash papular, abdominal pain lower, vulvovaginal pain, back pain and abdominal pain had resolved, the menorrhagia, vaginal haemorrhage, acne, respiratory fremitus, vaginal discharge, fatigue, abdominal distension, constipation, alopecia and menstruation irregular outcome was unknown and the migraine and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, back pain, constipation, fatigue, menorrhagia, menstruation irregular, migraine, pelvic pain, rash papular, respiratory fremitus, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion date as per pfs: (B)(6) 2012. Current weight as of (B)(6) 2019: 205 lbs. Approximate weight at the time of essure placement 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events" irregular menstruation, abdominal pain was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ("pain") and menorrhagia (abnormal bleeding ("menorrhagia")). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included: menses irregular, dysmenorrhea, migraine headache, pain, gravida ii, parity 2 and sinus operation. Concurrent conditions included intestinal malrotation since 2016, hypothyroidism since 2014, chest pain since june 2014, shortness of breath since june 2014, palpitation since june 2014, overweight, dysfunctional uterine bleeding, hypothyroidism, intestinal malrotation, breast mass, seasonal allergy, anemia, pneumonia and urinary tract infection. Concomitant products included cefixime (flexeril) since 2019 and ondansetron (zofran) since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced acne ("severe painful acne"), rash papular ("small pin-sized bumps on lower abdomen"), migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain/fluttering pain in my lower abdomen"), vulvovaginal pain ("pain: vaginal area") and back pain ("lower back pain"). And was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced, respiratory fremitus ("fluttering in chest/weird fluttering feeling in my chest"). On (B)(6) 2018, the patient experienced, menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (abnormal bleeding ("vaginal")). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular menstruation"), abdominal pain ("abdominal pain"), dyspnoea ("shortness of breath"), palpitations ("palpitaion/ heart racing"), angina pectoris ("heart pain"), hypothyroidism ("hypothyroidism") and lung disorder ("pulmonary disorder"). The patient was treated with surgery (ablation on (B)(6) 2012, and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, rash papular, abdominal pain lower, vulvovaginal pain, back pain and abdominal pain had resolved, the menorrhagia, vaginal haemorrhage, acne, respiratory fremitus, vaginal discharge, fatigue, abdominal distension, constipation, alopecia, menstruation irregular, dyspnoea, palpitations, angina pectoris, hypothyroidism and lung disorder outcome was unknown. And the migraine and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, angina pectoris, back pain, constipation, dyspnoea, fatigue, hypothyroidism, lung disorder, menorrhagia, menstruation irregular, migraine, palpitations, pelvic pain, rash papular, respiratory fremitus, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion date as per pfs: (B)(6) 2012. Current weight as of 22-oct-19: 205 lbs. Approximate weight at the time of essure placement: 185 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received. Event:pulmonary disorder ,shortness of breath, palpitation, heart pain, hypothyroidism were added. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included menses irregular, dysmenorrhea, migraine headache, pain, gravida ii, parity 2 and sinus operation. Concurrent conditions included intestinal malrotation since 2016, hypothyroidism since 2014, chest pain since (B)(6) 2014, shortness of breath since (B)(6) 2014, palpitation since june 2014, overweight, dysfunctional uterine bleeding, hypothyroidism, intestinal malrotation, breast mass, seasonal allergy, anemia, pneumonia and urinary tract infection. Concomitant products included cefixime (flexeril) since 2019 and ondansetron (zofran) since 2016. On (B)(6) 2012, the patient had essure inserted. In may 2013, the patient experienced acne ("severe painful acne"), rash papular ("small pin-sized bumps on lower abdomen"), migraine ("migraines/headaches"), fatigue ("fatigue"), abdominal distension ("bloating"), constipation ("constipation"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain/fluttering pain in my lower abdomen"), vulvovaginal pain ("pain: vaginal area") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In june 2014, the patient experienced respiratory fremitus ("fluttering in chest/weird fluttering feeling in my chest"). In (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation on (B)(6) 2012 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, rash papular, abdominal pain lower, vulvovaginal pain and back pain had resolved, the menorrhagia, vaginal haemorrhage, acne, respiratory fremitus, vaginal discharge, fatigue, abdominal distension, constipation and alopecia outcome was unknown and the migraine and weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, back pain, constipation, fatigue, menorrhagia, migraine, pelvic pain, rash papular, respiratory fremitus, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion date as per pfs: (B)(6) 2012. Current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event injury nos was replaced with the events: abnormal bleeding (vaginal, menorrhagia), severe painful acne, small pin-sized bumps on lower abdomen, migraines/headaches, fluttering in chest, pain, lower abdomen pain, pain: vaginal area, lower back pain, vaginal discharge, fatigue, weight gain, bloating, constipation, hair loss, patient did not undergo essure confirmation test. Event outcome was added for the events: migraine, pain: pelvic, lower abdomen, vaginal area, lower back pain, weight gain, bumps on lower abdomen. Concomitant drugs, conditions, historical conditions were added. Reporter's information was added. Fu 2&3 processed together. On (B)(6) 2019: medical record received. Concomitant conditions, historical conditions and reporter's information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.